Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that they received a broken bottle of triglyceride reagent the day before. Customer stated that the bottle was leaking from a crack in the cartridge. No injury was reported. It was decided that an MDR should be filed because this reagent contain human origin material, and upon recur, it could be potentially infectious.